Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels in the low 500's (mg/dl). Customer administered a correction bolus, manual injection, and changed pump supplies to treat bg levels. Reportedly, customer believed that there may be an issue with the insulin and wanted to change their cartridge. Tandem technical support assisted the customer with changing the pump supplies and advised customer on proper infusion set placement.